Event description:
During surgery, the product was losing amplitude during the resection. There was pt contact but not pt injury. There was no delay in surgery. A replacement product was available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.